Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in the united states reported to biomérieux a potential incorrect identification of mycobacterium gilvum as mycobacterium gordonae with the product vitek ms instrument (ref. 410895, serial number (B)(4)) with a patient sample. It was reported that a customer processed a patient sample and received ID mycobacterium gordonae. Customer had two separate technicians run two different plates from the same patient and received the same result mycobacterium gordonae. The physician requested sensitivity testing so they sent to a quest site. Quest organism ID was mycobacterium gilvum. Summary: vitek ms test 1 result = mycobacterium gordonae (99.9%). Vitek ms test 2 result = mycobacterium gordonae (99.9%). Quest ID organism = mycobacterium gilvum. According to biomérieux global customer service (gcs), the identification results were obtained from the spectra having a good number of peaks and good level of score. The quality of spectra seems to be good. The misidentification seems to be linked to a system limitation. Customer strain was identified as mycobacterium gilvum and this species is not claimed in the vitek ms knowledge base. Regarding the stated possibility of a mixed culture, gcs requested the customer provide details of the quest result to have the confirmation of the expected identification, to be able to conclude a potential cause of misidentification. At the time of assessment, a misidentification related to known limitation of the knowledge base has not been confirmed, as the customer mentioned a potential mixed culture of the sample sent to quest. Biomérieux global customer service requested additional information to the customer to further investigate the case. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in the united states reported to biomérieux a potential incorrect identification of mycobacterium gilvum as mycobacterium gordonae with the product vitek ms instrument (ref. 410895, serial number (B)(6)) with a patient sample. Vitek ms mode: ivd, kb version: 3.2 (cli) - us. Issue type: although the customer initially reported a misidentification of mycobacterium gilvum, the expected identification was actually mycobacterium paragordonae. Vitek ms result: misidentification as mycobacterium gordonae instead of mycobacterium paragordonae. Other method: sequencing (mycobacterium paragordonae). Expected ID: mycobacterium paragordonae. Culture conditions: culture media: unknown, incubation: unknown. Issue date: 16 jun 2022 and 18 aug 2022. Fine tuning date before the identification issue obtained on 18 aug 2022: 25 jul 2022. Note: the date and the fine tuning analyzer report of the fine tuning made before the identification issue obtained on 16 jun 2022 were not provided. Investigation: batch history record and complaint trend analysis there is no CAPA, no non-conformity on vitek ms linked with customer 's complaint. A trend analysis has been done on the period from june 2022 to september 2022 regarding the complaints recorded for the error code ivd mis-identification - f871; no trend has been identified. Investigation results fine tuning: status good at the time of acquisition spot preparation quality: the calibrator spot preparation quality seems to be heterogeneous, but this observation will be not retained as a cause of the identification issue because for this case the customer follows the vitek ms mycobacterium protocol. The final sample put on the slide is a liquid. All spots should be homogenous. Knowledge base (kb) review: the suspected identification (mycobacterium paragordonae) is not present in vitek ms kb v3.2. Sample data analysis: the identification results were obtained from spectra having a good number of peaks and good scores. All spectra led to a single choice to mycobacterium gordonae. However, the expected species mycobacterium paragordonae is not present in vitek ms kb v3.2. By reprocessing the customer data with vitek ms kb v3.3 (under development), spectra led to the expected identification = single choice to mycobacterium paragordonae. The misidentification was linked to a system limitation. Customer strain was identified as mycobacterium paragordonae and this species is out of vitek ms knowledge base v3.2. The following system limitation is mentioned in the user manual supplements - 161150-925 - a1 ¿ vitek ms clinical - v3.2 kb us: ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ for information, this species has already been added in the next vitek ms kb v3.3 under construction and it allows to identify it as expected. Conclusion: the most probable root cause of this issue is a system limitation. The performances of the vitek ms were in accordance with manufacturer¿s claims. Mycobacterium paragordonae is out of current knowledge base v3.2, no action needed. According to data above, there is no reconsideration of vitek ms instrument (ref. 410895, serial #( B)(6)) performance.